Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked case corner of the belt clip rails near the battery compartment. Unable to verify battery power loss alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not work. The customer's blood glucose value was 212 mg/dl at the time of incident. The customer stated that the insulin pump was wet and bottom corner of belt clip rail was cracked. The customer was reported that battery side was scratched. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.